Manufacturer narrative:
We performed a check of the manufacturing charts of the liner l1 involved (lot# 2015at26u) and no anomalies were detected on a total of (B)(4) pieces manufactured with the same lot#. No other complaints received on this lot# involving the breakage of the liner. We will send a final emdr once the evaluation will be concluded.

Event description:
Shoulder revision surgery due to breakage of l1 liner - model# 1377.50.005, lot# 15at26u - performed on (B)(6) 2018. According to the info reported, humeral head was placed too high during the previous surgery performed on (B)(6) 2016. As a consequence, too much pressure has been exerted on the glenoid liner, causing its wear and breakage. Event happened in (B)(6).

Event description:
Shoulder revision surgery due to post-op breakage of l1 liner - model#: 1377.50.005, lot#: 15at26u - revision performed on (B)(6) 2018. According to the info received, humeral head was placed too high during the previous surgery performed on (B)(6) 2016. As a consequence, an unexpected eccentric load has been exerted on the superior part of the liner by the humeral head, causing poly liner wear and breakage post-op. Event happened in austria.

Manufacturer narrative:
We performed a check of the manufacturing chart of the liner l1 involved (lot#: 2015at26u) and no anomalies were detected on a total of 78 pieces manufactured with the same lot#. According to our records, a total of 43 pieces with this lot# were implanted without receiving other complaints on this lot#. Explants not returned to limacorporate, therefore no investigation possible on them. Available x-rays, dated 05 february 2018, were evaluated by a medical expert, who reported: "I can confirm that both glenoid baseplate and the humeral head are too high. So this is largely technique (surgeon) related." No other x-rays are available. Summarizing, it appears that surgical factor significantly contributed to the post-op failure of the liner; the high positioning of the humeral head during the previous surgery has caused an eccentric load on the superior part of the poly liner (by the humeral head), causing liner disassembly from the metal back and liner breakage post-operatively. No corrective actions for this case. We registered a total of 22 breakages of l1 poly liners (model#: 1377.50.xxx), including this complaint. A total of about 13.650 l1 poly liners have been sold ww since 2003; according to these data, the total breakage rate of l1 liners is (B)(4). Only 10 of these 22 cases were classified as product-related, giving a breakage rate "product-related" of (B)(4). According to the information received, the remaining 12 cases were subsequent to one of the following: patient rotator cuff failure (patient pathology for which the use of a l1 poly liner is not indicated, as reported in our IFU and surgical technique), trauma-related, related to patient condition/practice or surgeon-related.